Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported "right capsular contracture baker grade IV ". Healthcare professional later reported right side rupture" device has been explanted and replaced.

Event description:
Healthcare professional reported, "right capsular contracture, baker grade IV". Healthcare professional later reported, right side rupture" device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on anterior side assessed, as surgical damage. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed. No further actions are required, as the device was implanted.